Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading when done back to back on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clincially significant. There was no report of death, serious injury or mistreatment associated with this event.